Event description:
The user stated they received low creatinine results for 5-10 patient samples. The user then provided 12 examples, of which one was found to be discrepant. The initial creatinine result was 1.1 mg per dl, repeat result from the other p module was 2.7 mg per dl. No patient values were released, no corrected reports were generated.

Manufacturer narrative:
The field service representative determined there was a fluidic failure. He replaced the gear pump head, detergent 1 and 2 check valves, sv 14, r1 reagent and the r2 lld pcb cover. He also installed the reaction cell set screws, repaired the r2 lld pcb connector wiring, checked the probe alignments, rinse mechanism function, pump pressures and vacuum and optical integrity. To verify the analyzer performance, he ran multiple precision runs, qc and correlation runs. On a follow-up visit, he cleaned the fluidic flow path and replaced the reaction cells.